Manufacturer narrative:
Approximately three days post index procedure, the patient experienced a neurological event. The patient had right arm numbness that completely resolved approximately 26 hours after it started. The symptoms resolved on their own. It is unknown what caused the event but the patient claims that this type event occurred once before after she had a taken midodrine. The patient underwent a CT scan of head and neck were negative. The patient was taken off of midodrine but was told to continue her other medications including plavix and aspirin. The patient was neurologically at baseline when she was discharged. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: export thrombectomy catheter, a 3mm voyager balloon, 5mm aviator balloon. Concomitant products: aspirin, clopidogrel, heparin, plavix, midodrine. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2010-00085 and 9616099-2010-00612.

Event description:
After placing a 8x30 precise stent in the left internal carotid artery no flow was seen across the carotid lesion. The patient remained neurologically intact. An export thrombectomy catheter was inserted and removed an estimated 20ml of blood with the angioguard in position in the vessel. Approximately three days post index procedure the patient experienced a neurological event. The patient had right arm numbness. The symptoms completely resolved on their own. Information received states that this (B)(6) female patient was enrolled in (B)(4) study for stenting of the left common and left internal carotid artery. The left common carotid artery had a very complex ulcerative plaque in its distal portion and the origin of the left internal carotid also had an 80-90% stenosis. A 6fr sheath was then introduced into the common carotid artery on the left side. With great difficulty, a 6fr angioguard distal protection device was deployed distal to the lesion with the help of a buddy wire. Angioplasty was performed with a 3mm voyager balloon. An 8x30 precise stent was placed across the lesion after which no flow was seen across the carotid lesion. The patient remained neurologically intact. An export thrombectomy catheter was inserted and removed an estimated 20ml of blood. Immediately an 8x40 precise stent was deployed in the common carotid lesion. Both stents were quickly dilated with a 5mm aviator balloon. In spite of the there was still no flow, and because of that, the filter basket was removed and immediately flow was restored. The patient had no neurological event. Post-procedure the patient was alert, moved all four extremities, and could count to ten without difficulty. Post-procedure the left common carotid artery still had about a 20-30% stenosis. The internal still had a 10-20% stenosis.

Manufacturer narrative:
During a left carotid artery stenting procedure with an angioguard embolic protection device and planned placement of two precise stents, there was no flow post placement of the first precise stent requiring use of a thrombectomy catheter. This was followed by placement of a second precise stent and post dilation and after this there was no flow; therefore the angioguard was removed and flow was immediately restored. The patient had no neurological event during the hypoperfusion, post procedure, or at discharge. Approximately three days post procedure, the patient experienced a neurological event reported as transient reoccurring right arm numbness that completely resolved on its own approximately 26 hours after it started. It was indicated as unrelated to the device and unrelated to the index procedure. It is unknown what caused the event but the patient claims that this type event occurred once before after she had a taken midodrine. The CT scan of head and neck were negative with the stents visualized and no reported abnormalities. The patient was taken off of midodrine but was told to continue her other medications including plavix and aspirin. Prior to the left carotid procedure, the (B)(6) female's medical history included hyperlipidemia, history of and current smoking (>5packs of cigarettes), coronary artery disease, myocardial infarction, hypertension, previous embolic event/cva with amaurosis fugax/left eye blindness, and peripheral vascular disease and contralateral carotid occlusion. Nih score was 1. The left common carotid artery had a very complex ulcerative plaque in its distal portion and the origin of the left internal carotid also had an 80-90% stenosis. A 6fr sheath was then introduced into the common carotid artery on the left side. With great difficulty, a 6fr angioguard distal protection device was deployed distal to the lesion with the help of a buddy wire. Angioplasty was performed with a 3mm voyager balloon. After placing an 8x30 precise stent in the left internal carotid artery no flow was seen across the carotid lesion. The patient remained neurologically intact. An export thrombectomy catheter was inserted and removed an estimated 20ml of blood. Immediately an 8x40 precise stent was deployed in the common carotid lesion. Both stents were quickly dilated with a 5mm aviator balloon. In spite of the there was still no flow, and because of that, the filter basket was removed and immediately flow was restored. The patient had no neurological event. Post-procedure, the patient was alert, moved all four extremities, and could count to ten without difficulty. Post-procedure the left common carotid artery still had about a 20-30% stenosis. The internal still had a 10-20% stenosis. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with precise pc0830rxc lot 15004296 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion during carotid artery stenting is a known associated adverse event. The act of angioplasty and stent placement inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Additionally, the purpose of the angioguard filter basket is to trap emboli during coronary, carotid, and peripheral procedures. As indicated in the instructions for use, significantly reduced absence of perfusion past the filter basket may indicate that the angioguard basket has reached its capacity to contain emboli, and it should be removed with exchange to a new one. Procedural factors including vessel/lesion characteristics appear to have contributed to the event. As it was reported that upon removal of the angioguard, distal perfusion returned to normal, there is no indication or allegation that the angioguard and precise stents did not function as intended. Therefore, no corrective actions will be taken at this time. Neurological symptoms are well known documented potential complications of this type of procedure and are documented as such in the IFU. However, with review of the information pertaining to the right arm numbness occurring three days post left carotid artery stenting, the relationship of the event to the implanted precise stents cannot be conclusively determined. However, based on the CT scan results, the patient's report that she had similar events related to medication, and her extensive concomitant medical history, patient factors/medical history may have contributed to the event. There is no indication that it is related to any device design or manufacturing issues. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2010-00085 and 9616099-2010-00612.